Manufacturer narrative:
Review of the file indicated that (B)(4) should be removed. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient receiving bupivacaine and dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient did not think the pump was working; she was planning on having it removed in (B)(6) but due to covid 19 and due to other medical complications this was not done. The pump was now empty and beeping. The caller does not intend to refill it but wanted the alarm silenced. The patient recently moved and was provided a physician listing. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the issue was resolved. No further complications have been reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicated that the patient receiving bupivacaine and dilaudid at an unknown concentration and dose via an implantable infusion pump. It was reported that the patient did not think the pump was working; she was planning on having it removed in (B)(6) but due to covid 19 and due to other medical complications this was not done. The pump was now empty and beeping. The caller does not intend to refill it but wanted the alarm silenced because it was a trigger for her anxiety. The patient recently moved and was provided a physician listing. No further complications have been reported as a result of this event.